Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after the cut the device was jammed when opening and closing it. The device was immediately replaced. There was no patient injury.